Event description:
Revision surgery - the pt fell down and damaged his sub-scapular repair, the surgeon wanted to swap out the poly and cup.

Manufacturer narrative:
The reason for this revision surgery was identified as a damaged subscapular repair after 1.8 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 31st complaint for this product: one due to a fit issue, 6 revisions, 12 due to dislocation, four due to infection, two for device loosening, one for surgical technique, three for stability/poor joint, and one indeterminate. This is the first complaint for this lot number. The root cause for the subscapular repair was most likely due to the patient falling. The information reviewed showed that the product used in the surgery met all design, material, and manufacturing specifications. There are no indications of a product or process issue affecting implant safety or effectiveness.